Manufacturer narrative:
(B)(4). The reported event was confirmed via investigation logs reviewed by a subject matter expert. There was no indication in the logs that a software defect or anomaly caused or contributed to the observed error. Additionally, a field service engineer (fse) was onsite to investigate the robot and could not replicate the drift. The force torque sensor and force sensor cable were replaced. The unit passed all functional tests, verifications and was cleared for clinical use. Review of the DHR/servicing history identified no deviations or anomalies related to the reported event. A definitive root cause could not be determined with the information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported during a rosa knee procedure that the robotic arm was drifting throughout the case. Despite re-registering the unit multiple times, the issue continued. Subsequently, the surgeon had to cut the tibia and the 4-in-1 resection manually. There was a five-minute delay. No adverse events have been reported as a result of the malfunction. No additional information available for the reported event.